Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer.: returned product consisted of a quantum maverick catheter. Microscopic examination revealed that the hypotube was separated 72cm from the hub of the catheter. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-jan-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 15mm in length target lesion was located in the moderately tortuous, severely calcified and 3.5mm in diameter right coronary artery. A 4.0mmx15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.